Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 460 mg/dl while wearing the pod, for an unspecified duration. It was also reported that there had been some insulin leaking from the pod site. Symptoms reported included a headache and feeling nervous. The patient was treated with unspecified intravenous liquid (although confirmed to not be insulin). The patient was released the same day.